Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the technician confirmed the noise and that the power inlet harness was showing signs of wear and heat damage and the vacuum pump and power inlet wire harness were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the vacuum pump was replaced due to noise complaints. The power inlet wire harness showed signs of wear and heat damage. No adverse events were reported as a result of this malfunction.